Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified left circumflex (lcx). The 2.75x28mm taxus express2 drug eluting stent (des) was advanced to the lesion but was unable to cross. When the device was removed from the patient the physician noticed that the stent strut was lifted. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition listed as "good".